Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) emitted beep tones, and then could not be interrogated. The ICD was explanted and replaced.